Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting appointment the patient did not receive any stimulation from the device despite increased output. It was found in the medical records that patient underwent a revision surgery recently. In situ testing confirmed a non functional device. The external components were also tested and found to be functioning.

Manufacturer narrative:
Conclusion: the device investigation shows mechanical damage to the conductive link at multiple locations. Some of these damages are most likely attributable to the explantation surgery in (B)(6) 2016. Others are assumed to have occurred after the revision surgery and before (B)(6) 2016, provided that the patient reportedly had access to sound with the device right after the revision surgery. Based on received information, no root cause could be identified for the observed damage assumed to have been present before explantation. This is a final report.

Event description:
During a fitting appointment, the patient did not receive any stimulation from the device despite increased output. It was found in the medical records that patient underwent a floating mass transducer (fmt) revision surgery in (B)(6) 2016. In situ testing, conducted in (B)(6) 2016, confirmed a non-functional device. The external components were also tested and found to be functioning. As per additional information received, the surgeon reported that after the revision surgery the patient was still able to hear with the device. The patient was re-implanted on (B)(6) 2016. It was stated in the device explantation report that the conductive link was severed during removal surgery.